Event description:
It was reported that the customer's insulin pump had a blank and frozen display. The keypad on the insulin pump was unresponsive. His blood glucose level was 366 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unresponsive down arrow button was noted. All of the buttons functioned properly. No blank display or frozen screen was noted. The operating currents were within specification. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, scratched display window and a cracked reservoir tube.